Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that there was a hospitalization due to diabetic ketoacidosis. The customer reported that he did not notice that the insulin pump did not have enough insulin. The customer had just been released from the hospital. The customer did not provide a blood glucose reading and intended to call back to provide more information when he felt better.